Event description:
It was reported that after routine meal announcements on the ilet, the user received a higher-than-expected insulin dose compared to prior similar meals, which was followed by blood glucose falling and remaining low for approximately two and a half hours; the user reported fear of further announcements, discussed nighttime target adjustments with support, and was advised that a factory reset would be the only method to reset meal dosing but that such action would require field team guidance. Symptoms included hypoglycemia with a reported nadir of 42 mg/dl. Outcomes included transient functional limitation due to low glucose without medical intervention, loss of consciousness, or hospitalization. Troubleshooting and education were provided, including review of dosing behavior and guidance to escalate to field support for potential device reset. Investigation included complaint evaluation and data review. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia following a meal announcement. It was concluded that the event represented hypoglycemia with an undetermined cause, and user was advised to coordinate with field support for further management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.